Event description:
Patient reported a right side rupture. Healthcare professional later confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d4, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed rupture. Device remains implanted.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.